Event description:
Rocap syringes sent to pt to flush line per protocol. Pt instructed to use plastic cannulas to flush, but as none were sent, pt used blunt metal cannulas supplied by MFR in the syringe packages. When syringe was removed from catheter, the cannula cored a hole in the injection cap. No blood leaked and a new cap was placed on the line with no further incident.